Manufacturer narrative:
Follow-up #1 date of submission 10/15/2015-product analysis: the device was returned and evaluated by product analysis on 09/30/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior. A replace cartridge alarm was recorded on 08/17/2015 at 12:48; deliveries resumed at 13:06. The total daily dose history was appropriate for the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. Unrelated to the complaint, a battery compartment crack was observed. Investigation revealed the display screen was dim and discolored. The bolus button cover was torn. The bolus button was appropriately responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the basal delivery totals in the pump's total daily dose history did not match active basal program total with no known cause for variation. It was reported the patient's blood glucose was above 40 mg/dl and below 70 mg/dl without signs or symptoms of hypoglycemia. The alleged health event does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.